Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization due to a stroke. Customer's blood glucose was unknown at the time of incident. Customer indicated that they were wearing the pump at the time and are still hospitalized. Customer was advised to call back and no further details were given.

Manufacturer narrative:
Additional information has been received, which changed the reportability of this event. The correct information has been provided with this event.

Event description:
It was reported via phone call that the customer clarified that the hospitalization was due to high blood pressure and not high blood glucose.